Event description:
It was reported that the device and leads were explanted due to infection. There were no adverse consequences during explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.